Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced gingival erythema ("red gums"), gingival bleeding ("gum bleeding"), tooth fracture ("broken and chipped teeth"), somatic symptom disorder of pregnancy ("phantom pregnancy symptom"), thyroid disorder ("underactivate thyroid condition "), renal failure ("renal failure "), fatigue ("I was extreme fatigue"), vertigo ("had vertigo "), nausea ("had constant nauseous"), jaundice ("jaundice"), conjunctival discolouration ("the white fo my eyes were white again / conjunctival discolouration "), noninfective gingivitis ("inflamed gums"), skin disorder ("skin bright and clear"), asthenia ("I felt instantly like I had energy / lack of energy"), diverticulum ("diverticulosis"), irritable bowel syndrome ("ibs - irritable bowel syndrome"), allergy to metals ("nickel allergy"), feeling abnormal ("brain fog"), ovarian disorder ("1/4 of left ovary meshed to my bowel"), alopecia ("hair loss") and tooth loss ("tooth loss"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, tooth fracture, somatic symptom disorder of pregnancy, thyroid disorder, renal failure, fatigue, vertigo, nausea, ovarian disorder, alopecia and tooth loss outcome was unknown, the gingival erythema, gingival bleeding, jaundice, conjunctival discolouration, noninfective gingivitis, skin disorder and asthenia had resolved, the diverticulum, irritable bowel syndrome and allergy to metals had not resolved and the feeling abnormal was resolving. The reporter considered allergy to metals, alopecia, asthenia, conjunctival discolouration, diverticulum, fatigue, feeling abnormal, gingival bleeding, gingival erythema, irritable bowel syndrome, jaundice, medical device removal, nausea, noninfective gingivitis, ovarian disorder, renal failure, skin disorder, somatic symptom disorder of pregnancy, thyroid disorder, tooth fracture, tooth loss and vertigo to be related to essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced gingival erythema ("red gums"), gingival bleeding ("gum bleeding"), tooth fracture ("broken and chipped teeth"), somatic symptom disorder of pregnancy ("phantom pregnancy symptom"), thyroid disorder ("underactive thyroid condition "), renal failure ("renal failure "), fatigue ("I was extreme fatigue"), vertigo ("had vertigo "), nausea ("had constant nauseous"), jaundice ("jaundice"), conjunctival discolouration ("the white fo my eyes were white again / conjunctival discolouration "), noninfective gingivitis ("inflamed gums"), skin disorder ("skin bright and clear"), asthenia ("I felt instantly like I had energy / lack of energy"), diverticulum ("diverticulosis"), irritable bowel syndrome ("ibs - irritable bowel syndrome"), allergy to metals ("nickel allergy"), feeling abnormal ("brain fog"), ovarian disorder ("1/4 of left ovary meshed to my bowel"), alopecia ("hair loss"), tooth loss ("tooth loss") and eczema ("dyshidrotic eczema"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, tooth fracture, somatic symptom disorder of pregnancy, thyroid disorder, renal failure, fatigue, vertigo, nausea, ovarian disorder, alopecia, tooth loss and eczema outcome was unknown, the gingival erythema, gingival bleeding, jaundice, conjunctival discolouration, noninfective gingivitis, skin disorder and asthenia had resolved, the diverticulum, irritable bowel syndrome and allergy to metals had not resolved and the feeling abnormal was resolving. The reporter considered allergy to metals, alopecia, asthenia, conjunctival discolouration, diverticulum, eczema, fatigue, feeling abnormal, gingival bleeding, gingival erythema, irritable bowel syndrome, jaundice, medical device removal, nausea, noninfective gingivitis, ovarian disorder, renal failure, skin disorder, somatic symptom disorder of pregnancy, thyroid disorder, tooth fracture, tooth loss and vertigo to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- eczema. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: fu 7,8,9 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced gingival erythema ("red gums"), gingival bleeding ("gum bleeding"), tooth fracture ("broken and chipped teeth"), somatic symptom disorder of pregnancy ("phantom pregnancy symptom"), thyroid disorder ("underactivate thyroid condition"), renal failure ("renal failure"), fatigue ("I was extreme fatigue"), vertigo ("had vertigo"), nausea ("had constant nauseous"), jaundice ("jaundice"), conjunctival discolouration ("the white fo my eyes were white again / conjunctival discolouration"), noninfective gingivitis ("inflamed gums"), skin disorder ("skin bright and clear"), asthenia ("I felt instantly like I had energy / lack of energy"), diverticulum ("diverticulosis"), irritable bowel syndrome ("ibs - irritable bowel syndrome"), allergy to metals ("nickel allergy"), feeling abnormal ("brain fog"), ovarian disorder ("1/4 of left ovary meshed to my bowel"), alopecia ("hair loss"), tooth loss ("tooth loss") and dyshidrotic eczema ("dishidrotic eczema"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, tooth fracture, somatic symptom disorder of pregnancy, thyroid disorder, renal failure, fatigue, vertigo, nausea, ovarian disorder, alopecia, tooth loss and dyshidrotic eczema outcome was unknown, the gingival erythema, gingival bleeding, jaundice, conjunctival discolouration, noninfective gingivitis, skin disorder and asthenia had resolved, the diverticulum, irritable bowel syndrome and allergy to metals had not resolved and the feeling abnormal was resolving. The reporter considered allergy to metals, alopecia, asthenia, conjunctival discolouration, diverticulum, dyshidrotic eczema, fatigue, feeling abnormal, gingival bleeding, gingival erythema, irritable bowel syndrome, jaundice, medical device removal, nausea, noninfective gingivitis, ovarian disorder, renal failure, skin disorder, somatic symptom disorder of pregnancy, thyroid disorder, tooth fracture, tooth loss and vertigo to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- eczema. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-oct-2021: social media received: reporter information was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.